Manufacturer narrative:
The fse visited the customer site and identified malfunction in the system main board and high voltage cable, due to which the system was showing the software error and does not pass the operational check. To resolve the issue, the main board (process pca) and high voltage cable was replaced. The device was returned to use, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device was giving system error and does not pass the operation check.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.